Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy device (laser, radiofrequency, etc.) Was used without maintaining sufficient distance from the tip. The most probable cause for the malfunction is traced to component failure. The most probable cause for the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the auxiliary water tube and had a burnt distal cover. There were no reports of patient involvement.